Manufacturer narrative:
The insulin pump was received with a protruded and loose drive support disk, a cracked case at the display window corner, a minor scratched lcd window, a cracked belt clip slot at the battery tube threads area, and a broken reservoir tube lip.(B)(4)

Event description:
The customer called in to report the drive support cap was sticking out. The customer's blood glucose level was 258 mg/dl. The customer was advised that the device would be replaced, and the product was returned for analysis.